Manufacturer narrative:
Initial MDR 2432235-2023-00177 was filed on 22-jun-2023. Additional information ¿ 24-aug-2023. The customer observed atellica im tnih discordant elevated result on a patient that repeated low/normal on lot 086. Sample repeats done on same system, same sample. Quality control (qc) in range at the time of the event. First assay with a result of 270.53 ng/l (IFU 99th% cutoff 45 ng/l). Second and third test results <2.51 ng/l. Siemens has reviewed the files provided for this escalation. There was no evidence of a hardware issue that impacted delivery of tnih reagents. The sample probe aspiration slope for the discordant result met acceptance criteria but showed a slight abnormality potentially caused by micro fibrin. Several other sample traces were reviewed (repeat of discordant and other 100ul samples) none showed evidence of a hardware issue. Return of the sample is not warranted because the result is not reproducible. Siemens cannot rule out preanalytical issue with the sample as the potential cause for the initially elevated result. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states customer reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a 60-year-old male patient. The initial result was not reported to the physician(s). The sample was repeated on the same atellica im analyzer and lower negative results were obtained. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer reports observation of a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a 60-year-old male patient. The initial result was not reported to the physician(s). The sample was repeated on the same atellica im analyzer and lower negative results were obtained. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.